Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/20/2023. An investigation was conducted on 11/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was returned outside the loading device with the tension spring assembly separated from the seal. There were no visual defects observed on the intact seal, no cracks or delamination was observed. The center of the seal was observed to pulled slightly inward as if the seal was attempted to be removed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.46 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "fitting problem" was not confirmed, however the analyzed failure "detachment of device or device component" was observed. The lot # 3000306830 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when loading the hst iii system (4.3mm), the seal did not come out "rolled up in the sleeve" it fell out. Device loaded using the sharp method. The seal failed to load properly/did not stay in loader until being used. Feel out of loader during sharp on the "pull". A new heartstring was opened and used in the procedure. Delay while opening and loading a new one. No injury to patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.